Manufacturer narrative:
Upon insertion of the foley catheter, the balloon would not inflate. A new catheter was inserted without further incident. No patient injury resulted. The sample was returned and evaluated. The balloon was tested. It inflated normally and deflated passively as intended. However, after approximately 10 seconds, a drop of fluid was noted to leak from the inflation port. The inflation valve did not fully close after the syringe was removed from the port. This is the first reported incident of this nature for this device. A root cause was not determined.

Event description:
The balloon would not inflate and a new catheter was inserted.